Manufacturer narrative:
The following devices were also listed in this report: unknown triathlon ts femoral component sz 4; cat# unknown; lot# unknown, unknown fluted stem 20x100mm; cat# unknown; lot# unknown, unknown distal lateral augment 5mm; cat# unknown; lot# unknown, unknown distal medial augment 10mm; cat# unknown; lot# unknown, unknown universal tibial baseplate; cat# unknown; lot# unknown, unknown fluted stem 17x100mm; cat# unknown; lot# unknown, unknown asymmetric patella sz 35x10 mm; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent another right knee revision on or about (B)(6) 2015 where the surgeon performed an irrigation and debridement with polyethylene exchange.